Manufacturer narrative:
H3) analysis on the returned motion controler, control rotor box, gantry motion control, and usb dongle had no failure found when analyzed. Analysis on the returned motion controller positioner had a software failure. Analysis states it would not hold firmware. H3) software analysis determined that it is functioning as designed and not a software failure. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443r , serial/lot #: rev. 1 : s/n(B)(6) product ID: bi71000443 , serial/lot #: rev. 1 : s/n(B)(6) product ID: bi71000444, serial/lot #: rev. 1 : s/n (B)(6) product ID: bi71000442 , serial/lot #: rev. 1 : s/n (B)(6) product ID: bi71000319 , serial/lot #: rev. 2 : s/n (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: the kit svc o2 bi71000520 comp mvs ser 4.0.1 was returned and analyzed. The complaint was unable to be confirmed. The application and os loaded, virus scan and patient data was removed successfully. The mobile viewing station (mvs) was installed in a test system. The system initialized. Motion, generator, communication and charging readies. Rad gain and fluoro gain calibrations passed. 2d and 3d image quality was as expected. Codes 10, 213 and 67 are applicable. The it svc o2 bi71000443 pos mot ctrl amc was returned and analyzed. The complaint was unable to be confirmed. The positioner control box was installed in a test system. The system booted and readied as expected. Motion calibration was performed and passed without issue. Motion travel on all axes was functional and system docked successfully. Perform 2d and 3d imaging, both were successful and clear. Codes 10, 213 and 67 are applicable. The kit svc o2 bi71000442 gantry mtr ctrl na was returned and analyzed. The complaint could not be confirmed. The gantry control box was installed in a test system. The system booted and readied as expected. Motion calibration was performed and passed without issue. Motion travel on all axes was functional and system docked successfully. Multiple 2d and 3d images were successful and clear. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the site did not collimate around spin and during 3d images used a really high technique. There were errors in the rotor and positioner connection. The rotor and positioner controller was replaced and so was the mvs computer. There were more errors for the rotor, positioner and gantry in the logs. Found that the can bus imaging acquisition system connector was causing all of the motion errors. The can bus 9 pin to usb connector was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000444, lot #: rev. 1 : s/n (B)(4). Product ID: bi71000443r. Lot: rev. 1 : s/n (B)(4). Product ID: bi71000823 . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. Light and grainy images on the 2d scout shots taken were reported. This was reported outside of a procedure. There was no patient involved.